Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has six electrode channels with hi impedances. The patient's audiologist monitors the device every six months and there has been no decrease so far in performance.